Manufacturer narrative:
Unit received with cracked belt clip rail case corner and battery tube threads. Could not perform displacement test due to unresponsive keypad. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment of pump was cracked. No troubleshoot and blood glucose is unknown. Insulin pump will be return for analysis.